Manufacturer narrative:
(B)(4). A follow up will be submitted after completion of the plant's investigation.

Event description:
During review of medical records for an unrelated complaint it was noted on the patient's treatment sheets that an overfill occurred. (B)(6). The reported drain volume of 4770ml was 317% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The serial number was not provided by the customer, therefore no labeling or device history could be obtained.